Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 pump was placed to support a patient admitted in for acute myocardial infarction/cardiogenic shock. Ventricular access was attempted multiple times, and the standard jtip wire was switched for glidewire advantage, but the doctor was unable to cross the valve. The pigtail catheter was switched for a straight flush catheter to obtain ventricular access. The impella 5.5 was attempted to be placed across aortic valve but kept getting stuck on edge of the prosthetic valve. The doctor manually manipulated pump multiple times and the impella was placed into position after much difficulty. The patient was bleeding from the chest tubes from previous cardiac surgery where the chest was left open, so heparin was withheld and the patient was transfused four units of red blood cells and two units of fresh frozen plasma. A CT scan showed an infarction involving the right parietal-occipital region and the patient¿s white blood cell count was elevated. Antibiotics were administered and the swan was moved. Later, care was withdrawn and the patient expired.